Event description:
Per the clinic, the patient reported intermittent sound with the implant. The results of an integrity test in 2009 indicated the device was not functioning according to manufacturer's specifications.the patient was explanted 3 days later, and was reimplanted with a new device during the same surgery.